Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer's blood glucose level was 300 mg/dl due to eating and giving enough insulin. Customer treated with a bolus. Customer stated that the crack goes across the bottom. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, scratched reservoir tube window and cracked case near display window corners noted during visual inspection. No cracks noted on display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).